Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Information was received that the product will not be returned for evaluation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, "called in to theatre for an instrument issue, was found that a clickline outer sheath was not working to specification due to the locking collar not working. Metal piece was found in the patient which came from the end of the outer sheath. Metal piece was not complete. Coordinator informed and surgeon informed, x-ray ordered and performed".